Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 120 mcg/day) via an implantable infusion pump. It was reported that for the last 2 months the patient has had increased spasticity and residual volume in the pump reservoir. A unsuccessful catheter access procedure was performed and surgery was performed to revise the catheter; 27.9 cm of the pump segment and an additional 27 cm was removed from the existing 8780 catheter. A new 8784 catheter was attached. The pump reservoir was aspirated of 19 cc, when 12.5cc was expected. Per the hcp, she noted scar tissue in the pocket which appeared to tie off the catheter ad was a contributing factor to patient¿s current issues. The issue was resolved and the patient was alive with no injury. It was noted that the explanted catheter portion was discarded of. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.